Event description:
It was reported that the 2600 system had a kv error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.